Manufacturer narrative:
The device investigation has been completed, and the results are as follows:device history record: the DHR was reviewed, and there was no evidence discovered to indicate that a product defect, or non-conformity contributed to the issue. The part met all the criteria called for in the production router. Stock product reviewed:the packaged stock product is not applicable for review since no defect, or non-conformity observed from return product. Returned sample results: the implant was returned, but not in original package. The part was visually inspected, and verified to be an inclusive implant 3.7mm x 11.5 mm using the radiographic template. Some bone debris was detected. There was no defect, or non-conformity was observed. Root cause:"failure to osseointegrate" is a common complaint in regards to implant failure. This occurs when the patient's bone does not integrate with the implant surface. The possible responses to this complaint could be attributed to various causes mentioned below. Although the root cause for failure to osseointegrate is inconclusive, and specific to each case, probable causes could be the loss of primary stability at the osteotomy site due to insufficient bone or poor bone quality. Either the bone was too soft, or the operator erred in creating an osteotomy bigger than the size of the implant diameter. Premature loading, patient's health, peri-implantitis, smoking, and lack of oral hygiene may also be contributing factors to the lack of osseointegration.

Event description:
It was reported that the inclusive tapered implant failed. The patient bone grade is noted as grade iii. The patient has no medical, or dental history prior to implant. The patient presented on (B)(6) 2017 for implant placement on tooth #22. The patient presented on (B)(6) 2017, and upon exam, the provider notes a failure integrate. The patient current status is noted as "satisfactory."